Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 on the home choice (hc) during dwell 3 of 5. The home patient (hp) stated that one of the supply bags fell and became disconnected. The technical service representative (tsr) explained the alarm and had the hp turn the hc off and on. The hp will finish the therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).